Manufacturer narrative:
(B)(4). (B)(4). Stress incontinence. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the pt underwent repair of a pelvic organ prolapse on (B)(6) 2007. The pt had stress incontinence at the three week and twelve month post-operative follow-up visits. Intervention is noted as the pt had physiotherapy initially, however, stress urinary incontinence continued to worsen. An obturator sling surgical procedure resolved the event on (B)(6) 2010.